Manufacturer narrative:
Functional testing (shape recovery testing) concluded that the returned device conformed to memometal specification. Implant probably expanded too early due to a bad temperature management. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant did not work as planned. Implant expanded immediately after removal from the blue disc. An other implant has been used with success. There was no adverse consequence reported.